Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic after receiving a vibratory notification for non-sustained rv oversensing. Lead fracture was noted. The lead was capped and replaced. The patient is doing well and will be monitored with routine follow up.